Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision. The clinical reason for explant was reported to be residual cylinder. The iol was replaced with unspecified advanced technology intraocular lenses (atiol) in the secondary implant procedure. Additional information was requested.

Event description:
Additional information was received stating there was no further consequences to the patient. Additional information received and reported that the iol was exchanged for same diopter power lens but different model lens with toric value difference of 3points indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Correction information was provided in a.2., b.2., b.5., b.6. And d.10. Additional information was provided in d.9., h.3., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the handpiece was not provided. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 19.5 diopter (1.5 extended depth of focus) lens was replaced with a multifocal toric company(1.50cyl), 19.5 diopter (1.5 extended depth of focus) lens. Due to the exchange of a multifocal lens to a multifocal toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).